Event description:
Event became reportable based on investigation approved on 01-aug-2006. It was reported that during preparation for an unspecified procedure, the tip of the meier guidewire was stretched out. It was further reported that it "seemed like it had been stucked somewhere and drawn out". The device was not used. No pt injuries or complications were reported.

Manufacturer narrative:
Returned product analysis revealed that the corewire was fractured and the coil was elongated. Although the customer indicated that the product was not used, the wire showed evidence of use. The visual inspection reveals the corewire fractured and exposed at approx 1 cm from the tip. The coil is elongated with another piece of exposed corewire at approx 12 cm from tip. The distal fracture surface exhibited smeared metal at the periphery and evidence of both fatigue and tensile strength exceedance. The proximal fracture surface was featureless due to smeared metal. The device history records for the reported lot number revealed no anomalies related to the complaint. Lot met all specifications relevant to the complaint upon lot release. The reported lot has not been involved in previous complaints. The evidence suggest that the failure occurred due to user technique. The root cause of this event is unk.